Event description:
It was reported that during an open reduction and internal fixation using the calcanial plate, the drill was broken. The drill could not be extracted and remained in the body. There was no reported delay and it was reported the patient remained stable.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Manufacturer narrative:
The returned drill was visually inspected under magnification. Under magnification the batch number of the 2.8mm quick release drill (pn 80-0387) was confirmed the tip of the drill is broken off, with a fracture plane transverse to the long axis of the drill. The surface is largely gritty and dull in appearance, and the edges of the cutting flutes are dented, slightly deformed and worn. The length was measured using mitutoyo calipers (gage ID # (B)(4), calibrated 10/09/2025, calibration due 04/30/2026) to approximate the location of fracture. The drill measured 6.0565" indicating that approximately .9435" had broken off the end of the drill. The broken fragment was not returned. Under magnification the fracture pattern show signs of shear force break. This is consistent with the drill being rotated with enough torque to be broken. It is possible that the drill could have been stuck in a drill guide if it was inserted off axis. However, no definitive conclusion could be made.